Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. A 38 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. A 38 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the distal region were noted to be lifted and bunched together. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.